Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needled does not screw on the syringe properly, and even if they were tightly screwed, solution still leaks. Two instances wherein the healthcare professional retracted a syringe after an injection, the needle did not came off with the syringe, it was stuck on the patient's arm. There was patient involvement but no patient harm.

Manufacturer narrative:
D9 - date returned to mfg: 8/18/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.